Event description:
It was reported that the ilet user experienced frequent low and fluctuating blood glucose, and the healthcare provider recommended a factory reset. The user¿s caregiver disclosed that the user had been consuming unannounced high-carbohydrate snacks, which affected the system¿s dosing algorithm, and treatment for lows included oral glucose. Symptoms included hyperglycemia and hypoglycemia ranging from 39 mg/dl to 401 mg/dl with associated irritability. Outcomes included no lasting impact despite minor injury of hypoglycemia. Investigation included communication with the caregiver and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage issue related to improper or incorrect procedure involving the user interface, specifically failure to follow instructions regarding meal announcements. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.